Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error c-33 occurred on the vio dv generator. Rebooting the generator several times did not resolve the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical ports were already placed on the patient when the issue occurred. The customer continued the planned procedure using an external electrical scalpel. No patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the customer-reported problem. The system logs verified errors. The vio dv generator was replaced. Isi has received the vio dv generator for failure analysis. The reported event was confirmed. The vio dv generator was placed on an in-house system and was run in normal mode. The unit displayed c-33 error upon consecutive startups.